Event description:
It was reported that the patient presented in clinic for left ventricular lead revision due to lead dislodgement back in (B)(6) 2021. The lead was capped and replaced on 25 (B)(6) 2022. The patient is recovering at home.

Event description:
New information received notes that the patient's left ventricular lead dislodgement was noted by electric anomalies when presented in clinic. It was later confirmed via chest x-ray and fluoroscopy that the lead was dislodged. There were no patient consequences and the patient was in stable throughout the procedure.

Event description:
New information received notes that the patient's left ventricular lead dislodgement had resulted in failure of capture.